Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited alarming error 1720. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation. The keypad and labels were intact, however the rear case was cracked. The event history log revealed error code 1720. Error code 1720 was also found during the power up process. The capacitor was replaced as a result. A root cause was not established.